Manufacturer narrative:
The device was received for evaluation. During functional testing, "soft keypad keys 4, 7, 8 and the power key did not function" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump keypad test failed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.